Event description:
The manufacturer received information alleging ventilator "service required" alarm conditions occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, "service required" and "ventilator inoperative" codes were found in the device's downloaded error log. The device's sensor board was replaced to address the issues.